Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen becomes noised. A root cause could not be identified. Based on the results of the investigation, and since the blackout image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the noisy image was a faulty universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blackout. The issue was identified during device inspection before use. There was no patient involvement.